Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, and four curved openings on the anterior side. A leak test and microscopic analysis were performed which identified one sharp crease opening and three striated openings on the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is one sharp crease opening on the anterior side due to fold flaw opening, and three striated openings on the anterior side due to surgical damage, consistent with the use of a surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.